Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: during investigation, the pump was powered up to a dim and pink display. The display text was difficult to see but able to be read. Unrelated to the original complaint, the battery compartment was cracked at the left of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 58mg/dl, with unsteadiness when standing and walking, and heart palpitations, associated with an alleged dim display issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the display screen was very dim and could hardly be read. An excess amount of insulin was allegedly administered via pump. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a dim display issue.